Event description:
Information received from the field notes that the patient died due to myocardial infarction. An external defib- rillation shock was administered. The data provided notes that the device was in ddd mode prior to the shock. After the shock, the device was in back-up vvi mode.